Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was going to be brought to the hospital. The customer's blood glucose at the time of call was 92 mg/dl. The customer seemed to be very confused. The insulin pump will not be returned for analysis.